Event description:
The nurse evaluated the patient and then called and received an order from the patient's physician to discontinue the magnesium sulfate and just leave the maintenance IV running (without a pump). The nurse discontinued the magnesium sulfate by removing the tubing out of the pump, at that time, the nurse found that the magnesium sulfate tubing was in the main pump line with the maintenance IV (lactated ringers) piggybacked to it. The patient was in active labor and delivered with no complications.